Event description:
The spinal cord stimulation (scs) patient reported inadequate pain relief. Diagnostic x ray imaging was performed and confirmed slight lead migration. A revision procedure was performed to reposition the lead and secured to the fascia. Post operatively, the patient is recovering. No devices were explanted.

Manufacturer narrative:
Block b3: exact date unknown, approximate event date when patient started noticing lack of pain relief.